Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history/service history record review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm 104 alarm on a homechoice (hc) device at the end of automated peritoneal dialysis (apd) therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The hp was not near the hc at the time of the call and was unable to troubleshoot the alarm. The hp would use the same device for therapy the following day, and would call if there were any alarms. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The device was not returned for evaluation; therefore the reported event could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.